Manufacturer narrative:
(B)(4). Correction-the g5 system is associated with product code pqf. Product code pqf is not currently available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The patient stated that she had gone to the dermatologist on date (B)(6) 2016 for a skin reaction to sensor adhesive. The doctor recommended using flonase over the counter (otc) to help prevent the patient's allergic reaction to the adhesive. The doctor recommended 2 to 3 sprays before each sensor session on the insertion site. At time of contact the patient was doing fine. No additional event or patient information is available.